Manufacturer narrative:
The customer was provided with ordering information to order replacement internal paddles as a resolution. The device functions with external paddles. The device remains at the site for use.

Event description:
The customer reported that the heartstart xl was failing op check for the internal paddles. There is no indication of patient involvement.